Manufacturer narrative:
Per previous discussion with the customers at michigan medicine ((B)(6) hospitals, they are unable to give any patient information. The received sample was an unexpected return. Visual inspection of the as-received samples observed a majority of the set's male luer was broken off. The break was around the base of the collar. Although damage was observed, functional testing observed no leak or issue. The root cause was identified as design of the male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken luer lock. No further information is available.

Manufacturer narrative:
Concomitant medical products: therapy date unknown; product was attached to one used 10ml bd syringe, lot: 9308636, exp: 2022-10-31 and one used non-bd needle-free connector. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the make luer broke. No further information is available.